Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported a limited decrease of the ins charge. No further complications were reported/anticipated.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, the ins was returned to the manufacturer.

Event description:
Additional information received reported that almost one month after the patient¿s operation the patient was suffering from pained and stated that the ins could not be charged because the charge did not come to an end. The clinic decided to observe the patient and continue the treatment as an inpatient. The recharging capacity and patient were observed between (B)(6) -(B)(6) 2019. Although the ins parameters were in bipolar mode and 4, 5 volt, the battery capacity almost the same ¿not discharged during the 3 days.¿ the patient believed and insisted that their treatment was worse than the trial because of the improper running of the ins. As a result the ins did not need to be recharged during a week in the situation. It was noted that there seemed to be a problem with the ins. The event affected the patient and their treatment directly as the patient had severe pain. Because of the problem. The patient was restarted on opioids in high doses for their pain treatment. The healthcare provider was considering to change the neurostimulator. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was implanted in 2018. Almost three months ago the patient came to the clinic and the patient claimed that the neurostimulator charge decrease was very limited. They did not need to recharge the battery frequently. It was also noted that the patient¿s pain had increased. After that the physician asked the patient to observe the decrease in the battery. Almost 3-4 days the patient had observed at the clinic. There was a very limited decrease on the battery charge. No further complications were reported/anticipated.

Manufacturer narrative:
H6. Device analysis for ins (B)(6) revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a one full physician mode recharge. The device experienced two over discharges. Because the date was not reset after a por, the exact dates could not be determined when the over discharges occurred. After telemetry was restored and a full normal recharge, the ins passed functional testing. During bench analysis the battery was charged from 2.915 v to 3.880 v in 3 hours, 59 mins and 35 secs. During the charging session it was observed 8 coupling bars with the 1 cm spacing. The battery discharge rate was checked with the recharge interval test and performed as expected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.